Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a sensing issue. The r-waves were observed as low and a high number of short v-v intervals were noted. The lead remains in use. No patient complications have been reported as a result of this event.